Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/16/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastric bypass case the device stopped working and a red light was provided by the system. The device was removed from the patient and while removing the dissector, a piece of the active waveguide disengaged from the jaws. There was no patient injury.